Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the severely bent grip to be related to the customer reported complaint. For clarification, one of the grip bases was found to be bent outside of the yaw pulley at the distal end. There was a cannula seal accessory that became stuck on the instrument due to the bent grip base. The force bipolar instrument cable had to be cut in order to remove the accessory. No functional testing was performed due to the condition of the instrument. The root cause of the severely bent instrument grip is typically attributed to mishandling/misuse, such as excess force applied to the grip base of the instrument jaws. Additional observation(s) not reported by site were also identified: visual inspection of the grip base observed mechanical indentations where the grip was bent. The root cause of the mechanical indentations is attributed to mishandling/misuse likely caused by excessive force applied to the base of the grip. The force bipolar instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was completely broken. The instrument failed the electrical continuity test. No additional insulation damage was found aside from the original point of the breakage. No signs of thermal damage were observed. No cables exhibited any signs of fraying or breakage prior to the cables being cut for removal of the accessory. The root cause for the broken conductor wire is typically attributed to a component failure. A review of the instrument log for the force bipolar (part number 470405-06/lot number t10180829 0062) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 3 uses remaining after the last procedural use. Isi received images of a broken force bipolar instrument. A review of the image was conducted by an isi advance failure analysis (afa) and found the following information: it appears that the force bipolar grips have been dislodged from their normal position. This complaint is considered as reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to bent grip tips. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system.

Event description:
It was reported that during a da vinci-assisted inguinal unilateral hernia surgical procedure, the force bipolar instrument caught on the trocar and would not go through it while trying to remove the instrument from the arm. The instrument seemed to snap up and was getting caught on the tip of the trocar. The customer was finally able to remove the instrument without hurting the patient. The technical support engineer (tse) reviewed the system logs and found errors 282 tool invalid on the universal surgical manipulator (usm1). The customer confirmed that there were no recognition issues. The procedure was completed with no report of patient injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Isi followed up with the initial reporter and obtained the following additional information on 07-june-2022: the metal piece at the base of the force bipolar instrument jaws popped up during procedure. Only one of the force bipolar instrument was removed with the cannula, the instrument was inspected prior to use. The issue occurred while force bipolar instrument was pulling/dissecting the tissue. The instrument did not collide with any other instruments or tools during procedure.